Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that three months post implant the subcutaneous implantable cardioverter defibrillator (s-ICD) battery life showed 98% remaining. Six months later the battery showed 15% remaining. Boston scientific technical services (ts) was consulted and suggested sending in a disk of the device¿s memory. Engineering reviewed the device¿s memory and confirmed that the battery was depleting faster than expected. Engineering suggested that the device be explanted within one week. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The field representative stated that the x-ray technician noted a bubble like feel to the device; such as when you squeeze the can the outside of the case could be depressed. The s-ICD was returned for analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this sicd's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.